Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood visible on the distal end of the balloon. There was fluid visible in the inflation lumen. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were two kinks in the proximal hypotube shaft 9.5 cm and 48.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and the analysis of the returned device. The analysis of the returned 2.5 x 12 mm mini vision sds confirmed that the stent implant was not on the balloon, though there was fluid visible in the inflation lumen and blood present on the distal end of the balloon. This suggests that the device was at least prepped for use and handled at some point during the procedure. Furthermore, visual inspection revealed crimp marks evident on the rightly folded balloon and between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. This further suggests that the reported discrepancy may be related to stent dislodgement rather than a missing stent, as reported. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, improper or inadequate crimping at the time of manufacture, interactions with other devices, and handling of the stent during prep. If significant pressure is inadvertently applied during product preparation or removal of the protective sheath, the stent can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. However, the protective sheath was not returned in this case, which may have aided the investigation. Based on the reported information and the analysis of the returned sds without the stent or protective sheath, a conclusive root cause for the stent dislodgement cannot be determined. Also noted during the analysis were two kinks in the proximal hypotube shaft, 9.5 cm and 48.5 cm distal to the strain relief tubing. However, since this damage was not reported in the case description, it is possible that the device kinked as a result of packaging for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulties. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. Although a conclusive root cause could not be determined, there does not appear to be any indication of a product quality issue. Product performance engineering will trend and monitor the experienced circumstances. All stent delivery systems are 100% visually inspected inline for stent placement. Additionally, a sampling of units is destructively tested for stent movement to verify stent security. This MDR is considered closed by product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the procedure was to treat two lesions in the lad. The 2.5 x 18 mm minivision did not cross. A 2.5 x 12 mm minivision stent delivery system (sds) was taken from the package, but the stent was missing. Another 2.5 x 12 mm minivision was placed successfully. To treat a proximal lesion, another 2.5 x 12 mm minivision was attempted as well as a 2.5 x 08 mm minivision, but neither one crossed. The lesion was left poba only. There were no patient effects. No additional event or patient information is available. This event (2.5 x 12 mm minivision) is being reported based on returned product, which revealed crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged during unpacking.